Event description:
The customer reported the power processor is not placing the tubes correctly in the unit's outlet having the potential for biohazard exposure and/or safety hazard. Intermittently, the single arm outlet gripper will place a tube in between rack positions or in an occupied position. At times it has flung a tube out onto the floor the customer is concerned that the occurrence may harm someone. No injuries have occurred to date. There were no reports of death or serious injury, and no affect to operator's safety as a result of this event.

Manufacturer narrative:
Customer stated that the operator has cycled the power on the outlet and has performed a complete shutdown and startup on the line. This is an ongoing intermittent error. The event logs were not available and the incident has not reoccurred, since the investigation therefore no new event logs have been collected. The field service engineer (fse) was dispatched. Preventive maintenance was done on the unit recently, and the hardware operation was verified. Technical support is aware of this anomaly. The customer was provided a work-around involving not using certain outlet rack configurations that may prevent the issue for now. No exposure to biohazardous materials has occurred; the instructions for use (IFU) indicate proper precautions for handling biohazardous materials. Root cause could not be determined based on available info. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events.